Event description:
The son of a (B)(6) male patient called zoll customer support to report that one of the patient's battery packs wasn't holding a charge. The patient was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (won't hold a charge) has been confirmed. Upon investigation the battery pack was unable to charge or power up a monitor. The cause for the battery failure was isolated to a defective bq2040 battery chip. The root cause for the bq2040 chip failure could not be positively identified. No adverse event resulted from the defective battery chip. The patient received a replacement battery pack.